Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise. Additionally, a magnetic resonance imaging (MRI) was performed despite the device system not being MRI conditional. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).